Event description:
Attorney's report of patient's alleged colon perforation, infection, colon repair and mesh explant. It is reported that the surgeon cut part of the mesh at implant, removing part of the ring.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our current knowledge.